Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after a da vinci-assisted ventral hernia repair procedure, the patient developed a port site hernia. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Information on the specific procedure performed for the hernia repair, the patient¿s demographics, the current status of the patient, or other relevant details are currently unknown at the time this report was sent.